Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was medical condition and age; the customer had heart disease, had stints put in and had a heart condition. The caller stated that they believe the customer had low blood glucose the day before passing because upon seeing the deceased customer, the caller found candy wrappers. The customer's blood glucose was 54 mg/dl on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of death. The caller also noted that the customer's death might have happened on (B)(6) 2016, but the official date of death is reported as (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer used sensors or not. The caller stated that the insulin pump is still at the funeral home. The funeral home was contacted and they stated that prior to returning the device, they need the family's permission.